Event description:
During the atrioventricular reciprocating tachycardia procedure, it was reported that an increase in the patient's heart rate was noticed. A mild pericardial effusion was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed on the patient. The patient was sent to recovery for observation.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).